Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A specific cause for the reported recurring infection could not be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's date of birth and age were not provided. The patient¿s gender was not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 9 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the clinic feeling unwell with exudate and tenderness and swelling above the driveline exit site. The patient was admitted and treated with intravenous (IV) antibiotics. Infectious diseases consulted and given fluclox to 2g 4times a day (qid) intravenously. An ultrasound of driveline tract revealed no deep collections identified, 2 x <1cm small collections seen thought to be seromas from old drain sites. The patient was discharged home on continued course of IV flucloxacillin 2g qid. A swab from (B)(6) 2018 cultured pseudomonas. Antibiotic cover to be switched to tazocin on (B)(6) 2018. The patient was instructed to follow up with idac and ahfcts. C-reactive panel at 180 and white cell count (wcc) is 8.37. Blood cultures revealed no growth to date and re-swab of driveline site cultured pseudomonas. No additional information was provided.